Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline damage could not be confirmed through this investigation. Provided information for this event indicated that there was damaged silicone on the proximal and distant portions of the driveline. It is unclear if this damage includes the modular cable or is related to only the pump-side of the driveline. No alarms were reported. The heartmate 3 system controller (serial number: (B)(6)) and modular cable (lot number: 7298019) were simultaneously exchanged as a part of this event. Multiple attempts were made to obtain the reason for the exchange, but no response was received. No products were returned for evaluation, and the root cause of the reported event could not be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use, including the modular cable. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable (lot number: 7298019) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related driveline damage manufacturer report number (MFR) is 2916596-2023-07554. Related controller manufacturer report number (MFR) is 2916596-2023-07555. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in with a very frayed driveline. Silicone was coming off on distant part of driveline and almost wire-exposure due to erosion of silicone on proximal part of driveline. No alarms were noted. Rescue tape was applied to proximal part of driveline. Controller and modular cable were changed out. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.